Manufacturer narrative:
MDR-3009897021-2019-00385 submitted on 12-dec-2019 marked under section g.7 type of report: 30-day and initial correction: section g.7 type of report: 30-day (only).

Manufacturer narrative:
Other (code unspecified): device identifiers were not provided. Based on information provided, it cannot be determined that the alleged seroma is related to prevena¿ incision management system. The number of patients, size of seroma, and lot numbers for the device and dressing are unknown. The prevena¿ incision management system was not returned and the lot number was not provided, therefore a device evaluation and device history review could not be performed. The prevena¿ incision management system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Dressing changes: dressing changes should occur every 24-72 hours, or more frequently based on a continuing evaluation of wound condition and patient presentation. Consider more frequent dressing changes in the presence of infection or abdominal contamination. Dressing removal: remove and discard previous dressing per institution protocol. Completely inspect wound, including parcolic gutters, to ensure all pieces of dressing components have been removed. If intra-abdominal packing material is present, packing material may be drier than anticipated. Evaluate packing material prior to removal and rehydrate if necessary to prevent adherence or damage to adjacent structures. The prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45ml canister. The prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing.

Event description:
On 12-nov- 2019, the following information was reported to kci by the physician: when using the prevena¿ incision management system, the negative pressure caused a superficial closure and the seroma cannot be removed. In one or the other patient a "seroma bubble" allegedly formed that required surgical revision. On 21-nov-2019, the following information was reported to kci by the health care provider: the seroma forming was allegedly related to the prevena¿ incision management system. The prevena¿ therapy was stopped, and the wounds were reopened and re-sutured. The number of patients, size of seroma, or lot numbers for the device or dressing are unknown. The prevena¿ incision management system identifier was not provided and the product was not returned, therefore a device history review and device evaluation could not be performed.